Event description:
It was reported that the insulin cartridge shattered inside the ilet pump during handling, leaving glass fragments in the cartridge compartment and preventing removal, and the user transitioned to backup therapy; the device had no alerts or alarms. Customer care provided remote troubleshooting with the user and collection of device details. Investigation of this case revealed a cracked or shattered cartridge consistent with a component breakage within the cartridge assembly. Symptoms included no reported injury or clinical effects. Outcomes included replacement of the affected ilet and instructions for return of the original device. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the cartridge.